Event description:
The pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the "up", "down" and "ok" buttons were found to be intermittently responsive. This report is being made based on the evaluation results.

Manufacturer narrative:
The keypad was removed and contamination was observed under the contact buttons. Unrelated to the event, the display was found to be dim and pink. (B)(6).